Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that she has never experienced therapeutic effect, and that she has never gotten symptom relief for her bowel incontinence. On the call, the patient confirmed that stim was on, program 2 at 1.8 volts, and that they could feel stimulation in the bicycle seat area. The patient increased stim to 2.0 volts on program 2. The patient noted that they were going to the doctor on (B)(6). Patient services advised the patient to give it a couple days and see if she gets relief. The patient also reported that she could no longer feel the stimulator. Additional information was received on (B)(6) 2018 from the patient who hasn't felt stimulation for about two weeks and they want to increase. Patient said they felt stimulation for about three weeks when stimulation was changed the last time. The patient said they were not getting 50% or greater reduction in their symptoms; they don't know if they've ever received 50% reduction in symptoms. During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation was on. They have the ability to change programs and/or adjust stimulation so it was increased to where they could feel it and be comfortable. As a result of what was reported, the patient was redirected to the healthcare provider (hcp) to discuss changing programs if their symptoms don't improve. Additional information was received from the consumer on (B)(6) 2018. It was reported by the patient when asked for the cause of them not feeling stimulation before they increased that they had no idea. They noted there were times that the stimulation was very strong and times like now that they can¿t feel it at all. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). When asked for the cause and the actions and interventions taken to resolve the stimulation being very strong at times and the patient not feeling it at all at other times the hcp replied "unknown ." There were no further complications reported.